Event description:
During biomed testing, the device inappropriately displays a "poor pad contact" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and isolated to the hv module. During root cause analysis the reported malfunction could no longer be duplicated. The device was put through extensive testing including hot and cold environmental testing and vibration testing without duplicating the malfunction. The hv module was scrapped as a precaution. The device passed all functional and performance testing.